Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence, and dyspareunia and underwent mesh removal on 07/14/14 due to urinary tract infection, pain, and bleeding. (B)(4). Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 12/21/2015 ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 16 - attachment: [(B)(6) 2015 ftl supplemental 16.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events - (B)(4). Physiomesh oval (B)(4). Proceed* multi-layer laminate mesh (B)(4). Prolene polypropylene mesh (B)(4). Prolene polypropylene mesh unknown product (B)(4). Ultrapro mesh (B)(4). Vicryl polyglactin 910 mesh (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.